Event description:
Caller reported damage to pump housing surrounding usb port, affecting ability to charge pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for pump replacement, confirmed shipping address, instructed caller to put pump in storage mode before returning it, and ensured use of mdi as backup therapy. Caller was advised to return the pump using a pre-paid label within 10 days.